Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the leads were explanted due to pocket wound dehiscence, possible cause being postoperative hematoma, and infection. No further patient complications were reported as a result of this event.